Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. This report is for the 1st device - 1 of 2 device not returned and no inventory on hand to inspect. Nothing unusual to report was found during DHR review.

Event description:
It was reported that 2 waveone gold reciprocating files separated in the canal. Instrument was incorporated as part of the fill. This report is for the 1st device - 1 of 2.